Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a clinical study regarding a patient receiving fentanyl (2000.0 mcg/ml at 1549.6 mcg/day), bupivacaine (15.9 mg/ml at 12.319 mg/day), and morphine (6.2 mg/ml at 4.8036 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported the patient had no pain relief from the pain pump infusion. The patient had had an intrathecal opioid infusion pump and catheter for several years with suboptimal pain control using intrathecal medications. The patient was requesting that the pump and catheter be removed. The patient's pump had been decreased down to minimal flow rate for the past year in anticipation of removal surgery. The entire system was explanted/not replaced on (B)(6) 2017. The site indicated the reason for the system modification was the system initially controlled symptoms, but lost effectiveness for pain control. The outcome was resolved with sequelae on (B)(6) 2017 with the sequelae noted as pump explanted, patient had ongoing pain. The etiology of the event was noted as unidentifiable if the device or therapy were mostly responsible. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was unlikely related. No further complications were reported/anticipated.